Manufacturer narrative:
As received, the device was not at eri. The reported field event of premature depletion was not confirmed. Longevity analysis found the battery depletion to be normal. No anomalies were found on the bench.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, it was noted that the device had reached elective replacement indicator (eri). The device was explanted and replaced due to suspected premature battery depletion. The patient was in stable condition.

Event description:
Additional information was received indicating device session records were sent to abbott technical support for review. Based on review of the device session records, the battery depletion of the device was normal.